Event description:
On an intubated patient: the patient's ett kept disconnecting at the ventilator connection each time the pt. Coughed, and ett required replacement. Pt. Tolerated procedure well, no harm to patient. Per team administrative coordinator, ett was stretched out at the connector site, and the vent kept disconnecting from the ett because of it. Someone placed a larger connector at the end of the tube to remedy the problem, which caused the ett to stretch out more, and the same problem occurred; a continuous vent; ett connection could not be maintained, and the pt needed a new ett.